Event description:
Olympus vizishot aspiration needle (22ga) sheath still moving in and out, once locked, when physician attempting to perform fine needle aspirated through lung mucosa. Another like needle with same lot number used with same issue noted.